Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ceramic tip of the micro-brush fractured during use. A fragment temporarily remained inside the joint space, but it was successfully retrieved.